Event description:
It was reported that the ilet pump displayed repeated restart alarms with code 65 (audio over/under current) during training, and the device continued to restart despite attempts to proceed, while the screen remained usable. Symptoms included no reported injury or adverse physiological effects. Outcomes included interruption of therapy and replacement of the device, with the user instructed to return the original unit and to expect delivery of a replacement. Investigation included collection of event details and user guidance on shutdown and data handling, with plans for further evaluation upon return. Investigation of this case revealed a suspected device malfunction related to the audio subsystem causing restart behavior. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of unknown root cause pending evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description. Complaint was confirmed and duplicated. Alert 65 was present in the notifications upon power up of the device. A restart did not clear the alert. The volume was adjusted in the 'volume' menu; however, the device did not produce any audible noise. The device was then opened for further inspection, and a known-good speaker was installed; the alert was not cleared, alerts were not audible. The root cause was determined to be a faulty u18 chip on the mainboard. The mainboard will need to be replaced.